Manufacturer narrative:
The customer complaint of tubing leak from the distal y-port could not be confirmed due to the product was not returned for failure investigation. A picture was provided by the customer, however no damages or leaks could be observed per the picture received. The root cause of this failure was not identified.

Event description:
The customer reported that a set primed in pharmacy with panitumumab in a 110ml minibag was transported to nursing, and connected in to the lower port of a different model primary set which was connected to the chemo clinic patient's port-a-cath as a flush line. No leaks were noted in the pharmacy or during transport, or when the set was connected to the patient's line, however near the end of the one hour infusion the patient noticed that her shirt was wet. Before the nurse stopped the infusion she visually verified that a leak of blood and fluid was coming from the lower y-port of the chemo set. The nurse and the pharmacy tech both said that the lower y-port was never accessed by pharmacy or nursing. The nurse did not recall seeing any obvious holes, tears, or defects of the y-port. The infusion was stopped. The set was not saved. There was no patient harm; no other patient or event information is available.